Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The ev1000a was returned for evaluation. The reported issue was confirmed by the evaluation. After turning it on, the kontron monitor still had a frozen display. The issue was solved by reinstalling the software version of monitor and all tests were passed according sop5898. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. With any hemodynamic monitoring, parameters can change quickly and dramatically. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate patient treatment could be administered. These devices are typically used in the operating room or intensive care units, where the patients are closely monitored. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions as well as assess and mitigate any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product, a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a patient using the ev1000 platform, the screen froze on patient parameters (svi, svv, cvp, svri, map, ci, pr). The frozen values were not different than the expected ones according to patient's clinical status. There were no error messages. The user turned the system off and on to troubleshoot, but it did not solve the issue. There was no allegation of patient injury. The platform was available for evaluation.